Event description:
It was reported that the customer changed her infusion set and got to max delivery when she was doing the set change. Customer stated that she has done it about 3 times and it keeps giving the max amount reached. Customer stated that she gets prompted to rewind again. It was determined that it was a possible max delivery alarm that went off. Customer was walked through the process and a complete set change was done due to her removing the complete set from her body. Alarm history was reviewed, but no max delivery alarm was found. Customer was advised to monitor and call back if any issues come up. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.